Manufacturer narrative:
On (B)(6) 2021, the returned autopulse platform (s/n (B)(4)) was serviced for preventive maintenance (pm). The autopulse platform passed the initial functional testing without any fault or error. However, during further testing of the drivetrain motor, the investigation revealed that the drivetrain motor brake assembly air gap was wide, out of the specification. The brake gap could not be adjusted and continued to open out of specification. The potential root cause of the noted issue was the defective drivetrain motor, likely attributed to normal wear and tear. The autopulse platform was manufactured in september 2016 and is almost 5 years old, close to its expected service life of 5 years. The drivetrain motor was replaced to remedy the issue. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor. This type of drive shaft issue is characteristic of normal wear and tear. The impact of a sticky clutch was not severe enough to make the platform non-functional. During deburring of the clutch plate, the driveshaft was jammed. The issue was resolved by replacing the drivetrain motor assembly including the clutch. Upon visual inspection, it was noticed that the front enclosure was damaged with a broken screw fitting. The observed damage appeared to be the characteristics of user mishandling such as a drop. The front enclosure was replaced to remedy the observed issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During preventative maintenance (pm) performed at zoll, the autopulse platform (s/n (B)(4)) failed functional testing as the drivetrain motor brake assembly air gap was out of specification, and it could not be adjusted. No patient involvement.